Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned in segments, analyzed and the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. In addition visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the procedure to remove the device due to elective replacement indicator (eri) for normal battery depletion and prophylactic removal of the right ventricular (rv) lead, the atrial lead was damaged and had to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694958 implantable tachy lead, implanted: (B)(6) 2005; product ID: 7278 implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).